Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary procedure. Reportedly, resistance was felt during sheath splitting and the thumb advancer could not be completely advanced. An attempt was made to use the access ports to remove the device. This did not work as the number 3 had not entered the window. The nick and spread was enlarged, the sheath splitting was completed and the clip was deployed. Hemostasis was achieved by the clip. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions: this code is used to address the failure to slide the safety release to collapse the vessel locator wings. Per the instruction for use: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below: retract the thumb advancer as far as proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported the device was returning. Subsequent information indicates the device was discarded at the facility. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It should be noted that the starclose instructions for use states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below: retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flexguide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.